Event description:
It was reported that the patient had a reaction to the xtra silent nite splint that was issued. The device was received on 3-23-2022 and used that evening. The reaction occurred on (B)(6) 2022 until (B)(6) 2022. The device was discontinued on (B)(6) 2022. The patient experienced irritation and a rash on the buccal and lingual mucosa and the reaction lasted for 3 days after the cessation of the device. No medical treatment was rendered. The device is no longer being used. The patient has an allergy to latex. With regards to the device: the prior to delivery the device was rinsed with water and the patient was instructed to do the same. The device has been returned.

Manufacturer narrative:
The device has been returned and a supplemental report will be submitted. Serial #: is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11702 (erkoloc-pro) was manufactured from august 31, 2021 and was assigned an expiration of august 2024. Hardware: slcn 22122 was manufactured from june 2, 2021 and was assigned an expiration of june 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays but not the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned slightly yellowish due to the usage. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 5.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: "· do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Per the reported information, the patient has an allergy to latex. Supplier erkodent reviewed the incident details and stated "it is unusual that a real allergic reaction starts only after 8 days, it could have other causes." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data: b2, d4, h6 (health effect - clinical codes,type of investigation code, and investigation conclusions code) . Corrected data: d5, g3, h4, h6 (health effect - impact code). Device labeling: patients should use with caution. Allergic reactions cannot be excluded. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. Note: g3 in the initial report was reported as ((B)(6) 2022), however, the correct date is ((B)(6) 2022). CAPA 23-006. Manufacturer reference: (B)(4).